Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2006, and a mesh was implanted and was diagnosed with a grade IV rectocele, grade iii cystocele, enterocele and stress urinary incontinence. It was reported that the patient developed rectal bleeding and pelvic pain in 2010. It was reported that a large area of erosion of the mesh into the anterior portion of the rectum was diagnosed on (B)(6) 2010. The patient underwent a surgical procedure on (B)(6) 2010, for transrectal excision of the pelvic mesh and repair of a large rectovaginal fistula. It was reported that the patient underwent anterior repair with avaulta solo graft and a cystoscopy on (B)(6) 2011. On (B)(6) 2012, the patient underwent a excision of pelvic mesh, repair of rectovaginal fistula and enterocele due to pain erosion, and fistulae. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010 under dr. (B)(6) at (B)(6) center. It was reported that following insertion the patient experienced urgency, frequency and incontinence.